Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "minimally invasive thoracic left ventricular assist device implantation; case series demonstrating an integrated multidisciplinary strategy". This article describes the authors' initial experience with lvad implantation via a minimally invasive surgical approach without cardiopulmonary bypass (cpb). Thirteen patients with advanced heart failure implanted deemed to be good candidates for this approach over a 13-month period were included in this retrospective overview. These patients included seven patients with ischemic cardiomyopathy and six patients with non-ischemic cardiomyopathy. The group consisted of ten male patients and three female patients with and mean age of 55.8 years. Three of the patients are reported to have had previous sternotomy. All patients recovered and were discharged from the hospital. The article further reports that one patient died of intractable and symptomatic ventricular fibrillation 31 days after surgery in an outside rehabilitation facility. The authors concluded that minimally invasive off-pump lvad implantation is an emerging alternative to placement by midline sternotomy. Based on their initial experience, an off-pump thoracic strategy may be a desirable option for some patients and that clinical outcomes may be non-inferior to placement by midline sternotomy with cpb. No further information has been provided.